Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) which was removed and replaced in a secondary procedure due to an unexpected post-operative refractive surprise. It was stated by the doctor that there was a question if the patient had stable zonules. In addition it was reported that the patient had a deep anterior chamber. No incision enlargement was reported during the explant of the lens. No complications were reported. Patient stated to be doing well.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Intraocular lens (iol) in left eye was explanted. (B)(4). The intraocular lens (iol) was returned to the manufacturer. The lens was cut in half which is consistent with a lens that has been explanted. The returned sample was inspected at 10x microscope magnification. Lens had surface residuals adhered to both sides of optic body compatible with handling the lens out of sterile environment. No other unacceptable cosmetic defects were found in the returned lens. No manufacturing related issue was identified. Diopter measurement: the lens was cleaned to remove surfaces residues. Optical inspection results showed that the lens correspond to a 15.5d. Conclusions: issue for refractive surprise was not verified in the sample returned. No product deficiency was identified. All pertinent information available to the manufacturer has been submitted.